Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient performed hemodialysis (hd) as a treatment for peritonitis. At the time of this report it was unknown if the patient had recovered from the peritonitis. Dianeal therapies were discontinued. Additional information was requested but is not available. This is report 3 of 3 involved in this event.